Event description:
Meter name: one touch profile. Strip name: unknown. Meter code: unknown. Strip unknown. Strip storage: unknown. Symptoms: night sweats, shaky. A pt reported they were not able to get a reading and has been taking insulin based on feelings. Their meter allegedly would not display a complete display. The result on their meter was missing segments. Customer was not tested in any other equipment. Treatment was orange juice, foods to bring sugar up and insulin based on feeling since meter is not working. No further info has been reported.